Event description:
It was reported during the implant procedure that the lead was attempted but not used as the lobes became unresponsive to deployment and failed to deploy evenly. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found however, blood was noted in the helix mechanism and on the outer tubing overlay on visual inspection.